Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent air bubbles. The blood glucose level was high (up to 550 mg/dl). The customer reported that the air bubbles could not be removed from the syringe and because the cartridge was black in color, one cannot see if the air bubbles were all removed from the cartridge. Although requested, the customer did not provide further information about the events or how the high bg was treated.